Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Customer reported that a turbo-ject single lumen peripherally inserted central venous catheter was implanted on (B)(6) "017". A crack in the hub was observed on (B)(6) 2017. The device was completely explanted and replaced with a new device. No further event information was provided. The device is not available for evaluation.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, instructions for use (IFU), device history record, specifications, and quality control data was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. There were no other reported complaints for this lot number. The turbo-ject single lumen peripherally inserted central venous catheter set is shipped with instructions for use which state the proper warnings, precautions, and instructions for use. Specifically; ¿extreme caution must be used in placement and monitoring of catheters. Do not power inject if maximum injection rate cannot be verified to meet limit printed on catheter hub or extension tube. If lumen flow is impeded, do not force injection or withdrawal of fluids. Notify attending physician immediately. Catheter size should be as small as the use will allow. Based on the information provided and results of the investigation a definitive root cause could not be determined. Measures have been initiated to address this failure mode. Monitoring for similar complaints will continue.